Event description:
Event description boston scientific received information that this patient reported to have experienced six syncopal episodes. The patient stated that she has had tilt table tests performed in the past. It is unclear whether the syncopal episodes were the indication for implantation or if they occurred after the patient received her device.